Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the battery was not functioning. Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips received a complaint on the dfm100 indicating that the operational check failed. No patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to the capacitor failure. Reported problem was solved by customer, after replacing the capacitor, device was successfully returned to service. The investigation concludes that no further action is required at this time.